Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) , implanted: (B)(6) 2018, product type: lead. Product ID : 977a260, serial#: (B)(4) , implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 24-jan-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). Pt stated that they were told they could not get an MRI. Ps was going to walk pt through MRI mode, but the battery was too low, so ps instructed the pt to charge up and call us back for assistance. Ps called back for additional information, and ps walked pt through MRI mode. The reason for call was pt stated that the implant battery "goes quick". Pt stated it doesn't last 24 hours. Pt mentioned that the leads were initially to be in the upper c section then in the lower lumbar. Pt stated they have scoliosis so bad that the dr had trouble. Pt stated they "begged him" to go upper and lower and dr agreed that he would try, but wasn't sure if it would work. Pt stated that the dr seemed to think that it worked but then it moved down. The patient mentioned unrelated medical history including scoliosis.  Upon further review, controller showed full body MRI eligibility.